Manufacturer narrative:
Additional review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, lot/serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter, ubd: 09-jun-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 4 mg/ml of dilaudid at 1.4 mg/day, 27 mg/ml of bupivacaine at 9.7 mg/day, and 1000 mcg/ml of clonidine at 359 mcg/day via an implantable pump. It was reported the patient's pump was replaced on (B)(6) 2020. The catheter was repositioned to the new pump pocket at this time. It was indicated there was a catheter issue, however, the issue was not further specified. It was reported that the patient had draining coming from the umbilicus secondary to the pump replacement procedure. There were no known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics, troubleshooting, and actions/interventions taken to resolve the issue were unknown. The issue was unresolved at the time of the report, (B)(6) 2020. It was noted surgical intervention was planned, but not yet scheduled. The patient's status was provided as alive - no injury.

Manufacturer narrative:
Section b1 has been updated. The device code has been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the patient's pump was replaced because it was nearing the eri (elective replacement indicator). The pump was implanted on (B)(6) 2014 the rep stated the information provided before stating there was a catheter issue was incorrect. There was no problem with the catheter. The catheter was repositioned when the pump location was moved from one side of the abdomen to the other when the pump was replaced in 2014. The surgeon requested that a dye study be performed on (B)(6) 2020, the day after the pump replacement, to confirm patency. This study showed the catheter was patent. The rep was not aware that the cause of the drainage was determined. The rep was not aware of any further diagnostics or troubleshooting. The physician was planning to prophylactically replace the catheter due to the unusual position of crossing the abdomen in case there was any relation to the umbilical drainage. It was confirmed the information provided had been confirmed with the physician/account.